Event description:
The customer reported that 8 beds are showing in communication loss (comm loss) at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) troubleshot the issue and had the customer reboot switch 4 and the unit came back, no longer in comm loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that 8 beds were displaying comm loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that 8 beds were displaying comm loss at the central nurse's station (cns). Technical support (ts) worked with the customer troubleshooting the issue. The customer rebooted switch 4, which resolved the issue. No patient harm or injury was reported. Investigation summary: the issue of communication loss with the reported device was resolve after rebooting the switch the cns was connected to. The complaint history review of the reported device did not reveal any related incidents of communication loss. The complaint history review of the customer account did not reveal any complaints relating to communication loss. This event is likely an isolated incident as a reboot of the switch resolved the issue and no further issues of communication loss were reported for the affected devices. As the switch was not returned for evaluation, a root cause cannot be determined. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. Related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.